Event description:
The device failed in use; it clogged. The catheter was rewired, after several months, then had to be removed due to clotting. There were no consequences to the patient.

Manufacturer narrative:
Evaluation: the device was returned in two pieces with the shaft separated approximately 4.5cm from the strain relief. The reinforcement tubing was noted to have been repaired. During testing, we were not able to inject through the tubing. An examination found the catheter shaft occluded with an unknown substance. Based on the information provided, it is possible the catheter was not properly maintained by the user. We provide catheter maintenance guidelines which states heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. The catheter lock should be reestablished after every use or at least every 24 hours if unused. After use, the lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. We will continue to monitor for similar situations.